Manufacturer narrative:
Upon receipt the lead was found cut 12 cm distal to the is-1 connector pin. A proximal and a distal lead fragment were received for analysis. A stylet was still inserted in the distal and proximal lead fragment. The performance of the lead fragments was scrutinized, including a visual inspection. Approximately 42 cm distal to the is-1 connector pin the lead body was found squeezed and deformed. At this location the inner insulation was found abraded though and the inner conductor coil and inserted stylet were noted fractured. This damage is assumed to be the root cause of the observed out of range impedance and non-capture. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular-first rib entrapment. The analysis of the provided fluoroscopic images could confirm both a kinked conductor coil and a fracture of the inserted stylet in the clavicular-first rib region. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 11 months, a loss of capture on the ventricular channel was observed. The lead was explanted.